Event description:
It was reported that the user experienced prolonged high blood glucose after meals while using the ilet, including readings reported as ¿high,¿ with highs persisting for about four hours and alerts for levels over 300 mg/dl for more than ninety minutes, and no use of backup therapy or ketone testing. Symptoms included nausea and fatigue. Outcomes included no medical intervention, no assistance required, and no hospitalization. Investigation included internal case review and field team assessment, which resulted in approval of a device return and credit processing. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction identified prior to return. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.